Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device passed self test. No unexpected discolor anomalies noted. Device received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were non responsive. The customer¿s blood glucose was unknown. The customer stated that the battery compartment was discolored. The customer stated that sometimes buttons were non responsive, act and escape button, up and down buttons were worn. The customer was received random no delivery alert. The insulin pump will not be returned for analysis.